Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). The device recorded a battery depletion error. Boston scientific technical services (ts) analyzed the device data and noted that the power consumption had been increasing gradually. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Device data shows power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Possible device malfunction and it was noted that the device displayed a battery depletion fault code (bd). Subsequently, this device was explanted and a new device was successfully implanted. No additional patient adverse effects were reported. The device has been returned to boston scientific for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Device data shows power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Possible device malfunction and it was noted that the device displayed a battery depletion fault code (bd). Subsequently, this device was explanted and a new device was successfully implanted. No additional patient adverse effects were reported. The device has been returned to boston scientific for analysis.